Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer stated that the alarm occurred several times in the past and now. Customer was advised to discontinue using the pump. Drive support cap was normal. Pump is out of warranty. No further details given.